Manufacturer narrative:
Device history records were reviewed for glenoid and no deviations or anomalies were found. The reported components were reviewed for compatibility with no issues noted. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that a patient underwent an initial total shoulder arthroplasty on (B)(6) 2015. Subsequently, the patient is reporting pain 2 years post implantation and loosening of the glenoid was discovered. The patient had a revision (B)(6) 2015. Additional information received with lot number and part number.